Event description:
It was reported that during labral repair case, the unit produced metal flakes. It was further reported that metal flakes started going into the joint of the pt about halfway into the case, while the bone was being smoothed out. The doctor tried to extract as many flakes as possible. However, metal flakes were still left in the joint of the pt. It was further reported that the case was successfully completed and there were no reports of any adverse consequences on the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.